Manufacturer narrative:
Continued section e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint code are: rupture: observed an opening device assessed as surgical impact opening. (Shell thickness within specification).

Event description:
Healthcare professional reported left side rupture. Device has been explanted.